Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by the end user, who stated the device "caught on fire." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss healthcare is in the process of facilitating the return of the product for evaluation and will update this report should any additional information become available.

Manufacturer narrative:
The previously submitted report had lacking or incorrect information in section d4 UDI. Section d4 has been updated with the correct information. The serial number is unknown thus cannot be updated. In addition, the manufacturing date is derived from the serial number and thus is blank as well.